Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative. It was reported that the patient has an in crease in falls lately. Patient states that he fell out of bed twice in the past 3-4 weeks and fell roughly 1 1/2-2 months ago that was pretty bad. Patient had fallen on the ice by a car in his driveway and landed on his side with the ipg; this was the worst of most recent falls. The patient stated that he has small fiber neuropathy and has balance issues and he states that he has had multiple falls recently. Connectivity check was done on the ipg. 0-7 no concerns. 8-15, there were some out of range electrodes. The rep spoke with the patient about end of life of his battery; patient was going to speak with his provider. The patient was reprogrammed to obtain more abdominal pain coverage. Patient left appointment with an increase in coverage and pleased. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had high impedances on the lead that was plugged into contacts 8-15 in the ins. The serial number of the lead that was plugged into that 8-15 block was unknown. It was reported that falls may have led to or contributed to the issue. The rep was able to reprogram the patient successfully and the patient was getting good coverage for their abdominal pain. Reprogramming resolved the issue. Surgical intervention did not occur and is not planned. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.